Manufacturer narrative:
A2 - age at time of event: the subject was 43 years old at the time of study enrollment. D3 & g1 - manufacturer address 1: (B)(6). D3 & g1 - manufacturer zip/postal code: (B)(6).

Event description:
(B)(4) clinical study. It was reported that as a result of therasphere administration, the subject developed an intestinal obstruction and was treated with prescription medication. On (B)(6) 2024, the subject was randomized in the therasphere arm of the (B)(4) study. Treatment with therasphere was performed on (B)(6) 2024. 99mtc-maa angiogram was performed, and target volume was (B)(4). (B)(4) vials of therasphere were administered. (B)(4) gbq was administered through vial (B)(4) (lot # 2499330), (B)(4) gbq was administered through vial (B)(4) (lot # 2499324), and (B)(4) gbq was administered through vial (B)(4) (lot # 2499328). A total of (B)(4) gbq was administered. Total activity of therasphere delivery to lung was reported as(B)(4) gbq, therasphere delivery to perfused liver tissue was (B)(4) gy, and dose to perfused target tumor tissue was (B)(4) gy. On (B)(6) 2024, (B)(4) days post index procedure, the subject experienced ventosity (flatulence) and astriction (intestinal obstruction). No corrective action was taken to treat the ventosity. Astriction was treated medically using a glycerin enema and lactulose oral solution.